Manufacturer narrative:
(B)(4).

Event description:
Additional information received from health care professional (hcp) indicated that this implantable cardioverter defibrillator (ICD) was explanted due to patient had swelling and experienced pain at the device site. There was no infection. As per field representative, the patient complained that device was bothersome and agreed to have subcutaneous device implanted as replacement. No adverse patient effects were reported.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. The product was explanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.